Event description:
Electrosurgical generator blew a breaker after the completion of the cutting operation. Pt was packed until 2nd unit was obtained. At initiation of coagulation operation, pt received a slight "rf" shock. Physician found return pad had loosened during wait interval. Return pad was re-applied and procedure completed. There was no pt injury.